Event description:
It was reported that the patient's blood glucose level rose up to 300 mg/dl while wearing the pod for an unknown period of time. The patient reported receiving alerts regarding their high blood glucose levels. It was confirmed that the pink slide did move forward and that the cannula was inserted into the skin during wear. There was no mention of irritation at the insertion site nor leakage of insulin. The pod was not removed since their blood glucose level started coming down. Reportedly, the patient had experienced persistent high blood glucose levels with the last 2 to 3 pods. Th patient reported that they have been a type 1 diabetic for 51 years and expressed concern about possible scar tissue affecting insulin absorption. She uses novolog insulin and wears pods on her legs due to abdominal scar tissue.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.